Manufacturer narrative:
(B)(4). Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, persistent false lumen flow, and reoperation.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a thoracic aortic dissection using a conformable gore® tag® thoracic endoprosthesis and two stents. The endoprosthesis was implanted proximally and two stents were implanted distally. On an unknown date, follow-up imaging reportedly revealed a proximal type I endoleak. On (B)(6) 2017, an additional procedure was performed whereby the left subclavian artery was embolized and two non-gore manufactured stent grafts were implanted proximally to treat the type I endoleak. The two stent grafts were implanted in the same place in order to improved radial force. According to the report, the distal end of the initial gore® tag® device was also expanded when the non-gore manufactured stent graft was deployed. On an unknown date, a follow-up examination reportedly revealed false lumen enlargement and a new entry tear near the distal end of the gore® tag® device. On (B)(6) 2019, an additional procedure was performed to treat the new entry tear. A right axillary ¿ left axillary artery bypass was performed, then an additional conformable gore® tag® thoracic endoprosthesis was implanted to cover the new entry. After deployment of the endoprosthesis, a minor distal type I endoleak was observed. No further treatment was rendered, and the physician will continue to monitor the patient. The patient tolerated the procedure.